Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they have not charged or used their implant in over a year because it took all day to charge and if they took a breath the wrong way it would interrupt the charging. Patient stated they quit using and charging their implant. Patient stated they were not getting any help from the pain relief portion of the therapy and forgot that they had the implant. Patient mentioned they are having major abdominal bypass surgery on thursday and would like to know if they have to turn the implant off. Agent asked if the surgery was related to the device/therapy and patient said no. Agent reviewed device function. Patient stated they will not be using the implant again and would like to know more about removing the implant. Agent redirected patient to hcp to further address patients question.   On (B)(6) 2024 patient friend/family member called and stated previous information documented in this case. Caller stated the patient lost their controller and patient needed an MRI. Agent reviewed MRI information. Caller stated the patient hadn't turned on their implant in probably 2 years due to difficulty charging the implant 6 hours a day. Agent transferred patient to sunmed.